Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing, high impedance, and capture anomaly. The patient was brought into clinic for further investigation. A chest x-ray was performed and revealed no anomalies on the lead. A lead revision was scheduled and the patient would continue to be monitored.

Event description:
New information on (B)(4) 2019 stated that on (B)(6) 2018, the patient presented in clinic for lead revision. It was noted that the lead was not fully inserted into the header of device. After extensive testing, both the lead and device were functioning properly. The lead was reattached to the device successfully and remained implanted. The patient was stable.